Event description:
According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. The product is noted to be a pelvitex mesh.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, cauda equina lesion, urinary incontinence, previous adjustable sling. Underwent tightening of adjustable sling. No, as per the available medical records the patient present did not present with complications and did not require any additional surgery. But as per pfs, "during (B)(6) 2011-(B)(6) 2012, she had recurring infections, severe pain, discharge, urine leaking, vaginal bleeding and discharge and on (B)(6) 2012 had a removal of suture found near the implantation area by dr. (B)(\6)."

Manufacturer narrative:
(B)(4).